Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patient's sensor was inserted on (B)(6) 2015 on the arm, which is considered off-label usage. The patient's mother did not report injury or medical intervention. It was reported that the sensor was inserted into the arm. The dexcom g4 platinum (pediatric) continuous glucose monitoring system user's guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events. It was reported that the patient was using an expired sensor. It should be noted that the dexcom g4 platinum (pediatric) continuous glucose monitoring system states: the sensor comes in a sterile, sealed sensor pouch and is made up of a sensor pod, a sensor wire, and an applicator, which is removed after insertion. The sensor pod stays on the abdomen or buttocks for the entire sensor session, up to 7 days.